Event description:
It was reported by his wife that the customer died on (B)(6) 2014. His last blood glucose reading was 226mg/dl. At the time of reporting, cause of death was unknown. The customer was wearing the pump at time of death, which will be returned for analysis. No additional information was reported.

Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was received with a cracked display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip. The daily total of insulin was 41.30 units on (B)(6)2013, 35.15 units on (B)(6)/2013, 38.10 units on (B)(6)2013, 35.15 units on (B)(6)2013, 35.15 units on (B)(6) 2013, 35.15 units on (B)(6)2015, and 35.15 units on (B)(6)2013.

Manufacturer narrative:
Insulin pump was received in with out a battery. Unable to complete analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.